Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The patient was experiencing fatigue. The lead was repositioned on (B)(6) 2016. The patient was feeling fine and was in stable condition post procedure.